Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer powered to an error, it powered up to a gray screen and then booted to the error however it was further noted that it did boot normally following a software reload. It was further noted that there were broken tabs on its power cord bay door and that it needed its hard drive and power cord bay replaced however due to a lack of parts the programmer was to be replaced and scrapped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer powered to an error and that it cleared when the power was cycled however it then recurred. It was additionally reported that the tabs on the power cord enclosure were closed. The programmer was returned for service. There was no patient involvement.